Event description:
It was reported the patient missed a refill on 2014-(B)(6) and was coming in the date of this report. It was noted the office also missed that the patient missed a refill. An alarm was heard and telemetry had not yet been performed. The hcp planned to turn off the pump due to "probable damage to the pump". The patient did not experience withdrawals. The pump was reported to have contained lioresal (baclofen) but was reported as empty at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n127835, implanted: 2009-(B)(6), product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).